Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -7.5/2.5/100 (sphere/cylinder/axis) was implanted into the patient's left (os) on (B)(6) 2023. On (B)(6) 2024, the lens was removed and a replacement lens was implanted due to lens rotation not associated to low vault. The problem was resolved.

Manufacturer narrative:
H3 - device elvaluaton: the lens was returned with moisture and residue/debris on the product within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be within specifications. (B)(4).

Manufacturer narrative:
B5: the lens was repositioned. Reportedly, "changed to a vertical fixation on (B)(6) 2023, but this did not improve the situation and led to it's replacement." Claim# (B)(4).